Manufacturer narrative:
Three unused catheters were received for investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. Upon examination of the returned product found no visual non-conformances. During functional analysis, no issues were observed with the connection of the tubing or the overall function of the catheters. This investigation did confirm that the product failed to meet the expected performance. However, no issues were observed during inspection of the returned sister catheters and root cause was unable to be confirmed. No issues were identified that would have impacted this event. No correction or corrective actions will be conducted by the manufacturing facility at this time.

Event description:
It was reported that an intravascular (IV) catheter was used with a patient when the hub detached from the "angio" catheter immediately upon use. The IV was started with an "angio" needle. The user was able to obtain blood return and advanced the catheter until "it clicked". The needle was retracted without loosening the connection or detaching the "angio" needle from the hub. Due to the incident, blood loss occurred at the patient's hand. The user applied digital pressure to minimize blood loss. The user was able to connect the IV tubing to the hub and taped the tubing to the patient's hand. No medical intervention was required. No patient or clinician injury occurred.